Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the display on the vela ventilator froze and there was no response from the touch panel. The medical engineer turned off the ventilator and turned it on again. After some minutes, a transducer fault occurred as well as vent inop and motor fault. The event log showed several transducer fault errors. The customer stated there was no patient involvement.